Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the pump found all seals intact and all cases were in good physical condition. A review of the pump event history log (ehl) found primary audible alarm background test. Functional testing was done using the occlusion test. Testing was unable to confirm the reported problem. The speaker was replaced as a preventive measure. A device history record (DHR) review was performed and no causes or potential causes to the customer's reported problem were found. A corrective and preventive action (CAPA) was initiated for this issue. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump alarmed primary audible alarm background test. No additional information was available. No patient involvement or injury was reported.